Event description:
The customer described a situation in which an error message prohibited generation of x-ray and/or a displayed image. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.